Event description:
New information notes that the issue continues and has not been resolved and the patient status is fine.

Event description:
New information notes that the patient attempted to send a transmission after feeling palpitations on (B)(6) 2019 and was unable to connect with the device. Patient presented to the clinic on (B)(6) 2019 to have the device interrogated, but the device was unable to be interrogated.

Event description:
New information notes that at the device remains implanted at this time. The patient feels the device has been unreliable in its ability to transmit when needed. There are plans to have the device explanted. The patient¿s condition before, during and after the event is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was unable to interrogate using a merlin pcs programmer. Upon attempting to interrogate, the programmer screen showed the device serial number but then became stuck. Other attempts to interrogate were made and a message of "no device found" was observed. Multiple programmers, bluetooth adapters and clinic rooms were used. Patient has reported slow connection speeds and many failed communication attempts with the merlin app but was able to successfully send a transmission while in clinic. The device remains implanted.

Event description:
New information notes that on (B)(6) 2019 the device was explanted. The patient condition was stable before, during and after the procedure.

Manufacturer narrative:
The date was entered incorrectly on follow-up number 4. The correct date should be jul 15, 2019.

Manufacturer narrative:
Analysis performed indicated normal device characteristics. Visual inspection did not find any anomaly that could contribute to the complaint. Device was able to connect to the programmer without any issue during the entire analysis. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.